Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient was pre-operatively diagnosed with l2-l3 and l3-l4 spondylolisthesis with annular tears and underwent the following procedures: 1) posterior spinal fusion l2-3 and l3-4. 2) placement of spinous process clamp l2-3 and l3-4. 3) placement of bonegraft, medical calcium phosphate/collagen bone matrix with rhbmp-2/acs as per operative notes, ¿ the inner spinous process area again was decorticated with a serrated curette and at this time both interspinous process spaces were grafted using a small strip of a piece of medium bone morphogenic protein kit. It was placed around bone graft and this was impacted into the interspinous space with rhbmp-2/acs in continuity between the decorticated surfaces.¿ the patient also underwent: 1. L2-l3 and l3-l4 anterior interbody fusion via direct lateral approach. 2. Placement of lateral cages. 3. Placement of rhbmp-2/acs, with bone graft extender. As per op-notes, ¿¿lordosis achieved with use of a 45 mm, 12 mm, 6 degree lordotic 22 mm width cage. The cage was pre-filled with half of the rhbmp-2/acs kit wrapped around the bone graft and good decortication of the end plates performed prior to cage placement. Again pre-filled with 90% of the other half of the medium bmp kit and again wrapped around the bone graft was placed at l2-l3. The cage was inserted and gave good fit and fill and restoration of the disc height and good correction of scoliosis was achieved at this point, with correction achieved at both levels.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.